Manufacturer narrative:
The devices were returned and evaluated. The evaluation results is as follows: the complaint about the device fell off event could not be determined. There is moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified. Note: device shelf life is 3 years from the manufacturing date, which is 08/18/2017 for lot number vg217113b. Patient reported (6) device fall off had occurred between (B)(6) 2020 to (B)(6) 2020. This information indicates that the expired devices was used after the device lot date of expiration. The complaint about the irritation/allergy event could not be confirmed. The device showed no abnormalities that could contribute to the reported event.

Event description:
Patient stated that 6 v-gos fell off between (B)(6) 2020 and (B)(6) 2020. Patient stated that she felt a small scratch from the needle when some of the v-gos fell off.